Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touch screen not functioning. The touchscreen required re-calibration. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 11mar2015. The system monitor shipped on 26mar2015. The unit was manufactured on 02feb2015. Heartmate ii instructions for use revision b states if the system monitor does not function, please contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the touchscreen on the system monitor was "off" and needed calibration. Additionally, while prepping the pump for implantation, the pump stop command button did not work. When the perfusionist pressed the pump stop button, the system monitor went to "81 or 82" instead of counting down from 15 seconds. The driveline was disconnected from the system controller to stop the pump. The system monitor and power module were swapped out and the issue resolved.